Manufacturer narrative:
Retainer ring = clear. Customer concern: my pump decided to die and its not turning on so changed the battery. Display - flashing/white/blank/frozen/partial what led up to the event. Device perform visual inspection and pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with a constant blank/flashing white light on the display due to moisture/corroded at the electronic assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the pcb1 and pcb2 and reinstalled, case, internal battery and motor. The constant blank/flashing white light on the display occurred during testing. Unable to download insulin pump history file and power management graph due to blank display noted. Constant blank/flashing white light on the display due to moisture/corroded at the electronic assembly noted. Unable to verify critical pump error (open book image) due to constant blank/flashing white light on the display. Confirmed blank display anomaly. Not confirmed critical pump error (open book image). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on, so customer changed battery and received critical pump error. Customer stated that insulin pump was not dropped or bumped or exposed to moisture. Customer stated that display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.